Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the investigation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
A report from the USA stating that the device was overheating. It is known that the device was used in surgery, and that there were no patient or user injuries. There was no additional information provided.